Event description:
It was reported to integra "obejmann ocs2 usually generates too much current at the beginning or end of contract".

Manufacturer narrative:
The device involved in the reported incident has not returned for evaluation. An investigation has been initiated based upon the reported information.